Event description:
Covidien endovascular ta 30 stapler misfired causing injury to the renal artery. The provider heard an unusual sound, described as a strange crunching noise when the stapler was fired. The patient required 1 unit of packed blood cells and additional hour of anesthesia during repair. Renal artery was able to be dissected proximally and repaired. Bleeding controlled. The patient recovered well, but required rescue efforts to avoid conversion to an open procedure and/or exsanguination. The provider is experienced and had switched to the ta model from the gia model to avoid automatic cutting of vessel if the stapler misfired.======================manufacturer response for staple, surgical, multifire endo ta 30 (per site reporter).======================they would like to send the stapler to their quality department, covidien, us surgical (B)(4).